Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab for two pts. Results as follows: date: (B)(6) 2012, pt ((B)(6)); inratio inr: (2.7); lab inr: (1.80). Therapeutic range was not provided for both pts.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab for two pts. Results as follows: date: (B)(6) 2012, pt ((B)(6)), inratio inr: (3.9), (3.9); iab inr: (13.9), (2.80). Therapeutic range was not provided for both pts.

Manufacturer narrative:
Investigation pending.